Event description:
The device was used during a procedure of the rectum. Reportedly, the staples did not form properly. The surgeon cut 2cm below the application site and used another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.